Event description:
During a standard treatment, a dental handpiece got hot and burned the pt on the lip to the size of the handpiece head. Pt was not prescribed anything, but was given an ointment to take with her. Dental office does not recall the pt's name hence they are not able to pull pt file to supply further pt data or name of ointment.

Manufacturer narrative:
The analysis of the product did show that the bearings have been warn out. The heat up was reproducible during a test run. The bearings underlay a normal wear process during the use. Hence it is mandatory to do a functional and visual test of the product prior to each treatment as requested by the user instruction. Reported due to the 2 year presumption rule.